Event description:
This device was explanted and downgraded to a pacemaker at the pt's request. The associated rv lead was oversensing and the pt received 5 inappropriate shocks. The hosp retained this device. Should additional info be received, this file will be updated.